Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to improper placement of electrode array. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4).

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
An x-ray (date not reported) revealed a tip fold over in the cochlea. It was also reported that the patient was reimplanted with another device on (B)(6) 2013. This report is filed november 11, 2013.